Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death has been requested and not received. Additional information in the certificate of death was received; the cause of death was coronary artery disease. A significant comorbidity of chronic kidney disease was also listed. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were stretched and the distal conductor was cut. The outer insulation was kinked/buckled, had a breached cut and cosmetic depression. The inner insulation had a breached cut. The lead was stretched and had apparent explant damage; there was blood in/on the helix/lobe mechanism.

Event description:
A single chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately one month post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death has been requested and not received.